Event description:
Brush head keeps coming loose - oral-b [device connection issue]. Connecting metal pin for the brush head has become so worn down - oral-b [device physical property issue]. Case narrative: male consumer via e-mail stated that the connecting metal pin for the oral-b toothbrush head on the oral-b toothbrush became so worn down that the oral-b toothbrush head kept coming loose while brushing. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush head keeps coming loose, oral-b [device connection issue]. Connecting metal pin for the brush head has become so worn down, oral-b [device physical property issue]. Case narrative: male consumer via e-mail stated that the connecting metal pin for the oral-b toothbrush head on the oral-b toothbrush became so worn down that the oral-b toothbrush head kept coming loose while brushing. No injury was reported. 18-feb-2025 case update: the concomitant product lot was p9292. No injury was reported.

Manufacturer narrative:
01-apr-2025 product investigation results: complained product received, user handling was identified as root cause for the complaint.